Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had intermittent out of range shock impedances over the past year greater than 125 ohms. It was noted that the past few months they had risen to approximately 140 ohms. Discussed delivering low energy test to other shock vectors and then proceeding to commanded shock. The lead remains in-service. No adverse patient effects were reported.